Event description:
The customer reported a pixel issue on the pump display that affected their ability to read or interact with the pump. There was no adverse impact on the customer's blood glucose level. Technical support arranged for the pump to be replaced and provided instructions for placing the pump into storage mode before returning it. Customer reverted to using multiple daily injections as a backup therapy.